Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 21mm 11500a aortic valve was explanted at implant due to coronary occlusion. The explanted valve was replaced with a 19mm 11500a valve. The patient presented with critical native bicuspid aortic stenosis, workup showed very small annulus with low rca and underwent avr. Intraoperatively av was true bicuspid sievers with extremely calcified leaflets, aortic wall was thin. After the annulus was debrided, a 21mm 11500a valve was implanted with pledgeted sutures in noneverting fashion and secured with cor knots. When the patient demonstrated adequate cardiac function, the cannulas were removed, and protamine given. The right ventricle acutely became severely hypokinetic and was urgently recannulated. A CABG was performed to the rca. After weaning off bypass, the rv acutely failed again. The patient was again placed on bypass to examine the rc ostium, which was visible but very close to the valve and there was a fresh clot emanating from the ostium thrombectomy done. The valve was then removed and replaced with a smaller 19mm 11500a valve with pledgeted sutures and tied with cor knots. After successfully weaned from bypass, protamine was not given out of concern that the previous two episodes of rv failure could be from a protamine reaction. Patient was coagulopathic and chest was left open. The patient was transferred to the ICU in critical condition and continued to decompensate with significant coagulopathy. The patient was then airlifted to a tertiary care hospital on pod #1. It was learned the patient expired on pod #2 and cause of death was not provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: manufacturer narrative: valve explant at implant is typically a result of inappropriate sizing, difficulty seating, distortion of the valve, valve displacement before/after frame expansion, and/or the patients anatomy, this is not a malfunction of the device. The most likely cause is procedural and patient factors, as there were issues with patient's anatomy (very small annulus with low rca) and possible concern of protamine reaction. Device is not available for return as pathology was unable to locate the valve. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.